Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and prescription reported. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the pod. The patient reported the infusion site to be very red with blistering, itchiness, and drainage consisting of wound fluid, with no bleeding noted. Due to concern for infection and a known severe adhesive allergy, the patient removed the pod and sought medical attention from an internist. Upon examination, the internist cleaned the site with alcohol and diagnosed a skin infection associated with an adhesive reaction. The patient was prescribed oral antibiotics fluticason. For future pod use, the internist prescribed fluticasone spray to apply to the skin prior to pod placement to reduce allergic reactions. The patient reports this treatment has effectively prevented further infections, with only mild redness occurring if the spray layer is too thin. A new pod was placed. No further information was provided.